Event description:
Low blood glucose values testing falsely high on strip lot #411705. Neonate testing revealed the discrepancy as noted on attachment. Upon notification to roche boehringer-mannheim, facility was advised that a new strip lot #422xxx had been enhanced for low value testing. Subsequently, purchased proficiency test samples from the independent lab reflected the difference in low blood glucose values tested on strip lot #'s 411705 and 422126. The instructions from independant lab advised that the values derived from lots 411xxx would be evaluated separately from lots 422xxx due to the variance in values. Lot #411705 was used in rptr's institution for approx six (6) mos.